Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. During implant, it was not possible to connect the extension to the ins, so the extension was explanted and replaced. The event was resolved. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type extension. Analysis of the extension did not identify any significant anomalies. Visual inspection of the extension did not reveal any anom alies. The outer insulation was intact. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. Analysis identified that there was a setscrew missing at the distal end of the extension. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 15-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. During implant, it was not possible to connect the extension to the ins, so the ins was explanted and replaced. The event was resolved. No medical symptoms were reported. No further complications are anticipated.